Event description:
Per facility representative, the end user fell while using the commode over the toilet. When he fell, the unit remained upright. He scratched his left elbow on the exposed screws that required stitches, and he also scratched his finger.